Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens did not come out of the cartridge. There was a patient contact, and the procedure is completed. Additional information has been requested and received stated that there was no patient harm and the procedure was completed with the new device.